Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During the interrogation of the pacemaker, it was noted that the pacemaker was found in backup vvi mode. No intervention was reported. The condition of the patient was unknown.